Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
The customer reported inserting swab into nostrils with the reagent before collecting sample with binaxnow covid-19 home, test was performed on (B)(6) 2022 . No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. No further information was available. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred.